Event description:
A health care professional reported that during intraocular lens (iol) implantation procedures, a white foreign material was found to have come out with the iol after implanting. The foreign material was aspirated by I/a there were no problems. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Three unopened company cartridges were returned for the reported lot. One of the returned unopened company cartridges was randomly pulled for evaluation. The company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the dfu (direction for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A syringe was returned which was indicated to contain the reported foreign material. Upon retuned the liquid syringe had leaked. The syringe was sent intact the particle lab for evaluation. The sample was visually and microscopically examined. The interior of the syringe was found to be clean and free of any foreign material. Microscopic examination of the needle cap showed moisture and numerous clear particles up to 1.5 ¿m in length adhered to the interior of the cap. The clear particles were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear particles generated spectra to a library of spectra yielded no good matches. The clear particles were isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Eds analysis of the clear particles identified sodium (na), chlorine (cl) and potassium (k). These elements along with the visual characteristics suggest the clear particles are dried salts. A non-company lens was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. A syringe was returned which was indicated to contain the reported foreign material. Upon receipt it appeared the liquid inside in the syringe had leaked. It cannot be determined if the reported foreign material was lost during transit. The lab inspected the syringe and no particles were found inside. Liquid and particles were observed the cap. Eds analysis of the clear particles identified sodium (na), chlorine (cl) and potassium (k). These elements along with the visual characteristics suggest the clear particles are dried salts. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols (intraocular lens). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).